Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This mre review is for sterilization procedure only. Part: 04.005.414s. Lot: 6l39088. Manufacturing site: (B)(4) supplier: (B)(4). Release to warehouse date: 06.november 2019. Expiry date: 01.october 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 04.005.414. Lot: 21p5186. Manufacturing site: (B)(4). Release to warehouse date: 21 october 2019. A manufacturing record evaluation was performed for the non-sterile finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a surgery with the multiloc humeral nailing system. After the surgery, on an unknown date, the surgeon confirmed by x-rays that a varus deformation occurred. A revision was not performed because the patient did not report pain. The surgeon followed up with low intensity pulsed ultrasound and teriparatide. This report is for one 4.0mm ti locking screw w/t25 stardrive 24mm f/im nails-ster. This is report 2 of 6 for (B)(4).